Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14775. It was reported the patient¿s extensions were fractured. Surgical intervention took place wherein the extensions were explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported event of break/fracture was confirmed. The return flex extension leads had breaks with all the wires in the lead body. The cause of the reported event is consistent with an overstress condition or sudden event while in vivo.